Event description:
As it was reported by the (B)(6), a patient presented with cerebrovascular accident 24 days post carotid artery stenting (cas). The procedure was in a mild tortuous common carotid artery bifurcation with 90% of artery stenosis. Twenty-four days post the cas the patient started left hemiparesis of a sudden onset with partial recovery with minor residual. A day after the symptoms started, the patient was admitted to the hospital where a CT was performed. The patient was treated for right hemispheric cerebral infarct. At admission patient had an inr of 1 and ptt of 24. Patient was treated was plavix 75mg and aspirin 325mg and while the course of the hospitalization the patient was being follow by an occupational therapist. Patient is currently taking further rehabilitation in a nursing facility.

Manufacturer narrative:
Complaint conclusion: as it was reported by the (B)(6), a patient presented with a right hemispheric cerebral infarct 24 days post carotid artery stenting (cas). The stent was placed in a mildly tortuous right common carotid artery bifurcation with a 90% stenosis. The patient experienced left hemiparesis of sudden onset with partial recovery and minor residual. The following day the patient was admitted to the hospital where a CT was performed. The patient was treated for right hemispheric cerebral infarct and was being follow by an occupational therapist. Patient is currently taking further rehabilitation in a nursing facility. The patient's medical history includes CABG, right cea and coronary artery disease with high risk criteria including; (B)(6) and bilateral artery stenosis in which both carotid arteries require treatment. A review of the manufacturing documentation associated with lot 15608510 presented no issues during the manufacturing inspection processes that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root of cause, no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.